Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak discovered during treatment of the patient's pd treatment. During drain 2 there were air detected in cassette and draining slowly warnings. The treatment was stopped and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from cassette. Patient was advised by technical services to let the cycler air dry and try it again the following day. Patient was also advised to inform the pd nurse about the leak. In a follow up, the patient said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and has been using it with no further issues going forward. The patient does not like the new model of cycler set. Patient said it is "petite" and not sturdy. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak discovered during treatment of the patient's pd treatment. During drain 2 there were air detected in cassette and draining slowly warnings. The treatment was stopped and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from cassette. Patient was advised by technical services to let the cycler air dry and try it again the following day. Patient was also advised to inform the pd nurse about the leak. In a follow up, the patient said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and has been using it with no further issues going forward. The patient does not like the new model of cycler set. Patient said it is "petite" and not sturdy. The cycler set is not available to return as a sample.